Event description:
The customer returned the device stating, ¿the gear was grinding and case cracked¿; during device evaluation it was found damage to the pressure sensor cable. There was no reported patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "gear grinding and case cracked¿ was confirmed. Initial inspection found cracks and chips in the top case. The plunger tube seal was dry and sticking causing noisy operation. Lubricated the plunger tube and seal resolved some of the noise but abnormal sounds persist from inside the pump. Internal inspection found worn drivetrain parts, cracked right plunger case and damage to the pressure sensor cable. Replaced all worn and damaged parts, cleaned and lubricated drivetrain. Abnormal noise issue resolved. The probable cause was insufficient lubrication/dry seals and worn parts. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.